Event description:
It was reported that a ring fell from the attachment after a surgery. There was no pt involvement and no adverse consequences alleged with this event. Excessive device vibration and wobbling was observed during performance testing at the MFR.

Manufacturer narrative:
Excessive device vibration and wobbling was observed during performance testing at the MFR. Internal components were observed which revealed that the retainer ring was missing, bearing were damaged and the foreign debris contamination was present throughout the device.